Manufacturer narrative:
Original article attached which was omitted from the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Alkhouli, m., & tarabishy, a. (2019). Acute post¿transcatheter aortic valve replacement ischemic strokes are not always related to intraprocedural embolization. Jacc: cardiovascular interventions , 12(13), e107¿e109. Https://doi.org/10.1016/j.jcin.2019.03.0 the purpose of the article was to review a single case regarding timing, treatment, and prognosis of post transcatheter aortic valve replacement (tavr) stroke. Medtronic review of the literature article was completed. It was reported that a (B)(6) females patient with pre-existing diabetes, prior coronary bypass, renal insufficiency, morbid obesity, and severe symptomatic aortic stenosis underwent a procedure for tavr. The tavr procedure was completed uneventfully with 23mm artificial valve implanted under general anesthesia using a percutaneous right femoral approach. In the hours following the procedure, the patient developed multiple neurological symptoms. Computed tomography (CT) at 2 hours post-operative revealed no acute large vessel occlusion but after 2 hours more, a new occlusive left m1 thrombus appeared on a second CT. The patient had a nihss score of 21. Tissue plasminogen activator was administered and angiography performed which showed complete occlusion of the left middle cerebral artery. A 6x30mm solitaire stent retriever device was used with a non-medtronic distal access catheter to perform mechanical thrombectomy, which was successful. Thrombolysis was restored with cerebral infarction flow grade 2b. The time from CT to procedure w as 50 minutes. Though angiography showed successful results, the patient continued to have residual neurological deficits which required prolonged rehabilitation. It was noted that the patient died 3 months later from subsequent infection complications. It was not indicated in the article whether or not the infection and death were related to the solitaire or the mechanical thrombectomy procedure.